Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker exhibited right ventricular (rv) and right atrial (ra) noise, oversensing, and pacing inhibition of less than two seconds. The noise could be reproduced. It was noted that the patient had been symptomatic. A surgical revision was performed, and the device was explanted and replaced. No additional adverse patient effects were reported.